Manufacturer narrative:
It was reported that the rotaflow displays the error message ¿head error¿ as the rotaflow drive was not connected. When they connected the rotaflow drive everything was working. The failure occurred during start up the device. No harm to any person has been reported. A getinge service technician was on site to investigate the affected rotaflow console with s/n (B)(4) on 2023-01-11. The technician was able to confirm the reported "head error". The rotaflow drive was not connected when the rfc (rotaflow console) was turned on. After the rotaflow drive was connected to the rotaflow console the device is working as intended. The most possible root cause could be determined as a connection issue. The rotaflow drive was not connected to the rotaflow console during power up which could lead to the reported failure (head error). Based on these investigation results the reported failure could be confirmed. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. According to the service manual heart-lung support system rotaflow system / en / 03 chapter 8.1 possible causes of error: no rotaflow drive connected. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the rotaflow displays the error message ¿head error¿ as the rotaflow drive was not connected. When they connected the rotaflow drive everything was working. The failure occurred during start up the device. No harm to any person has been reported. Complaint ID: (B)(4).